Event description:
The international customer reported the ventilator would not power on. No patient involvement. Device is pending customer approval for evaluation and repair.

Manufacturer narrative:
Device is pending customer approval for evaluation and repair.